Event description:
It was reported that during service inspection at the manufacturing facility, the core sumex drill periodically continued tor run on without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that during service inspection at the manufacturing facility, the core sumex drill periodically continued tor run on without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The device was serviced for preventative maintenance, and returned to the user facility.

Manufacturer narrative:
Device evaluation in progress.